Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving fentanyl 730 mcg/ml at 549.82 mcg/day, bupivacaine 6 mg/ml at 4.5190 mg/day and hydromorphone 1.5 mg/ml at 1.1298 mg/day via an implantable infusion pump for spinal pain. It was reported the patient experienced neuropathy to their feet and hands and were reprogrammed (25% decrease) on (B)(6) 2016. The etiology of the event was noted as unlikely related to the device or therapy and unlikely related to the implant procedure. An intrathecal bupivacaine increase was noted as other etiology. The patient was concerned of neuropathy pain to feet and hands, that it may be due to increase in intrathecal bupivacaine. At an office visit on (B)(6) 2016, the patient reported neuropathy pain and symptoms involving his feet and hands have significantly resolved. The outcome was indicated to be 'resolved without sequelae' as of (B)(6) 2016. Additional information was received. The event was considered related to the drug (bupivacaine). The drug action that caused the event was an increase in the dose. The clinical diagnosis was updated to ¿due to increase in intrathecal bupivacaine.¿ additional information was received. The clinical diagnosis was updated to drug overdose.